Manufacturer narrative:
The insulin pump passed displacement test and self test. The device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. The device was received with pump error 4 followed by a pump error 53 alarm due to software error. Monitored with no cannot find sensor signal messages noted; no sensor anomalies noted. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was unknown at the time of the incident. The alarm was not resolved during troubleshooting. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.